Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(4), awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2009. Additional information received on 24-oct-2015 (ptc investigation result). Prior to having the device implanted the consumer stated she was an energetic mother - she was rarely sick and extremely active in life. She had no chronic illnesses and held a full time job. Two days after essure the severe abdominal pain started. Within a week she was experiencing chronic migraine. She had no energy and getting up in the morning was a challenge, playing with her girls was out of the question. She began getting sick easily over and over again. She would catch the flu, then pneumonia, followed by strep throat and about the time she was feeling better she would start getting sick again. She developed dermographia, started experiencing heart palpitations, anxiety, nickel poisoning that affected her kidney function and skin, sudden extreme mood swing, appendicitis, extreme weight gain, and painful intercourse. She ended up pregnant and lost the baby at 14 weeks due to complications from essure. In (B)(6)-2013 she was diagnosed with pulmonary arteriovenous malformation, which was a direct result of a compromised immune system. On (B)(6)-2014 she underwent surgery to remove her fallopian tubes, the essure device and anything that they had come in contact with. Since removal she had a drastic reduction in most of her symptoms. She had energy and the headaches were more manageable. However, she had chronic abdominal pain and her lungs were permanently damaged - she would spend most of fall and winter fighting respiratory infections in varying degrees. She stated essure forever altered her quality of life. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain / chronic abdominal pain. She ended up pregnant even with essure implanted and lost the baby at 14 weeks due to complications from essure (spontaneous abortion). Spontaneous abortion is unlisted event in the reference safety information for essure while the other events are listed. These events were considered serious due to their medical importance. Consumer experienced abdominal pain 2 days after essure insertion. She underwent a surgery in order to remove her fallopian tubes, the essure device and anything that they had come in contact with. For this event and for pregnancy, a causal relationship with suspect insert cannot be excluded. In this case, the spontaneous abortion occurred at 14 weeks of pregnancy. Abortions after 12 weeks of pregnancy are rather unusual. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and therefore this event is considered related. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious events (unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.